Manufacturer narrative:
Other, other text: returned device was received with the CPAP knob is damaged. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator was failing the leak test. In addition, when hooking up to the wall plate, it failed to switch from red to white on the plate. No patient injury or complications were reported in relation to this event.